Manufacturer narrative:
510k: this report is for an unknown guide block. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent an initial open reduction internal fixation (orif) of the proximal humerus on (B)(6) 2017. Procedure was completed successfully without surgical delay. During a follow up visit to the surgeon, it was noted that the guide block had been left on the implant. No surgery has been scheduled at this time to remove the guide block. This report is for one (1) unknown guide block. This is report 1 of 1 for (B)(4).